Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon functional testing, the fse checked the logfile and found suite pc error. The fse identified that the system was unable to load the application and confirmed that the suite pc was faulty. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however, the replacement of the suite pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the suite pc and reinstallation of software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon functional testing, the fse checked the logfile and found suite pc error. The fse identified that the system was unable to load the application and confirmed that the suite pc was faulty. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however, the replacement of the suite pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the suite pc and reinstallation of software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.